Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
A report was received that the patient¿s ipg would not hold its charge after having a non-device related fall. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a replacement procedure per patient and physician's preference. No device malfunction suspected. The patient was doing well. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg would not hold its charge after having a non-device related fall. The patient will undergo an ipg replacement procedure.